Manufacturer narrative:
Additional information received indicated that the physician revised the patient's pocket site and the patient was reportedly doing fine after the procedure.

Event description:
A report was received that the patient would undergo a pocket revision as the patient was able to flip the ipg within the pocket.

Event description:
A report was recived that the patient would undergo a pocket revision as the patient was able to flip the ipg within the pocket.